Event description:
It was reported that the right ventricular (rv) lead was oversensing. Follow up was attempted, but no information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed no anomalies. The analyst commented there was high percentage of far field r-wave oversensing and high number of premature ventricular contractions (pvcs) (674046 single, 82339 runs) also contributing to sensing integrity counts (sics).